Event description:
During an in-clinic follow-up, crosstalk oversensing episodes were observed on the device resulting in ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. The vt and vf were successfully terminated by the device. The device was then reprogrammed to resolve the event. The patient is stable.